Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer experienced difficulty breathing and nausea. The customer was treated with intravenous insulin. The customer was wearing the insulin pump at the time of the event. The customer had not fastened the quick release properly the night before the event and it detached during the night. The customer was advised to monitor the blood glucose.